Manufacturer narrative:
Summary to include that the customer was not sure if auto mode was active during the time of the incident.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl. Customer was unsure if auto mode was active at the time of the event. Troubleshooting was done for high blood glucose and under delivery. Customer stated that cannula was bent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl. Customer stated that auto mode was active. Troubleshooting was done for high blood glucose and under delivery. Customer stated that cannula was bent. The insulin pump will not be returned for analysis.